Event description:
It was reported that when the device was in repair it overheated. No pt involvement, delay, adverse consequences, or medical intervention.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.